Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported event. The event history log review revealed that the day of the reported alarm, the homechoice (hc) device was alarming with the system error (se) 2419. An external and internal inspection was performed and the device passed, along with all of the electrical testing. All pressures were correct and stable. A short simulated therapy was performed without any issues. There was no non-conforming product identified related to the reported problem. The device was sent for normal servicing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a unknown system error (se) occurred during the initial drain on the home choice (hc). The home patient (hp) stated they had cycled power and they had pressed go. The hp stated the hc was draining in the initial drain and the hc did not re-alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.